Event description:
It was reported to baxter (B)(4) that a surgical bld admin set w/20 dp/ ml and ll had a leak between the drip chamber and tubing. This condition was noticed during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation; however, 30 companion samples were received. Visual inspection of the companion samples did not reveal any defects. A pull test between chamber and tube was performed on all 30 samples, and no disconnections were observed. The reported condition was not confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information be received, a follow-up medwatch will be submitted.